Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3596 showed four similar product complaint(s) from this lot number.

Event description:
It was reported at 8:40 on (B)(6) 2021, during PICC maintenance for breast cancer patients, it was found that there was no exposed end of the PICC catheter at the place where the patient was placed, only connectors and infusion connectors. Radiographic examination was performed immediately to confirm that the tail end of the catheter was in the left subclavian vein. At 15:00, the intravascular foreign body was removed under the guidance of the c arm. The operation went smoothly and returned to the ward. The PICC tube of the patient fell into the blood vessel, which increased the patient's pain, prolonged the hospitalization time, and increased the hospitalization cost. At the same time, there are risks of infection, thrombosis, etc., if not detected in time, there will be unpredictable consequences.